Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message. There was no pt involvement as the issue occurred while the clinician was evaluating the system and the pump was not used for any procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.